Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09060. Reported via (B)(6). Two years ago, the patient underwent a left atrial appendage (laa) closure procedure using watchman. During the procedure, the inside of the patient's heart was nicked which led to open heart surgery. The patient spent four days in the intensive care unit and was in an induced coma. They said the lining of the heart was weak because the patient was on coumadin.